Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Customer's auto-off feature was set to 12 hours. The customer had last interacted with the pump 12 hours prior. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer changed the auto-off feature to "off".